Event description:
It was reported that during an unknown procedure, the device would not load correctly. The clips fell out of the device. It is unknown how the procedure was completed. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional information: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. No multiple feed incidents occurred and the trigger functioned as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information obtained: two clips were coming out at once, clips were not holding on tissue, clips also falling out of gun, and device jammed. Did the clips drop from the device and into the patient? Yes. If yes : how were the clips retrieved? "Painfully w grasper."